Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the auto gas fill stops after one fill. Additional information has been requested.

Manufacturer narrative:
(B)(4.

Event description:
Additional information has been provided noting the surgery date, the procedure was completed by exchanging the kit. There was no patient harm.

Manufacturer narrative:
The customer reported that the auto gas fill (agf) feature of the system stopped after one fill cycle. The company service representative examined the system and found the agf purge to be functioning as intended for all three cycles. The company service representative replaced the agf tubing assembly and the sf6 regulator as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on january 10, 2017. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. Fourteen unopened auto gas fill (agf) packs and three opened packs were returned. The suspect product opened agf samples were visually and functionally tested. The returned auto gas fill (agf) packs were visually inspected and no obvious defects were observed. The samples were connected to a vision system console and the radio frequency identification (rfid) connector was properly recognized by the console. The agf plungers was unable to move forward while sf6 gas was selected and pressurized. The returned front assemblies were replaced with one from lab stock and the samples retested. The samples could purge for three full cycles and the plunger moved at as it should. Each returned suspect rfid front assembly was then tested on a syringe assembly from lab stock and failed to cycle. The tubing was pulled out from the rfid adapter front assembly for each sample and microscopic examination found the tubing was occluded with adhesive preventing the agf from purging for samples 1 and 2. Air leakage occurred for sample 3 which was indicated by a lack of solvent at the tubing insertion site at the front assembly. The air leakage prevented pressurization and movement of the plunger when sf6 was selected. The lot number (lot # 2027632h) complaint history was reviewed; this is the sixth complaint for the finish goods lot number and the sixth for this issue. The device history record (DHR) shows the product was released per specifications. The returned auto gas fill (agf) pack was visually inspected and no obvious defects were observed. The rear stop spacer was not returned with the sample. Replacing the rear stop spacer from the one in the lab stock, the agf was tested using the vision system console. The sample was connected and properly recognized by the console. The agf plunger moved forward to only 10cc while sf6 gas was selected. The agf front assembly tubing was inspected and a lack of solvent was observed. A weak bond between the tubing and rfid front assembly will result in air leakage during pressurizing of the sample. This observed defect will result in the customer's experience. A front assembly from lab stock was then connected to the syringe and retested on the console. The sample was able to purge fully for all cycles. The lot number (lot #1996494h) complaint history was reviewed; this is the sixth complaint for the finish goods lot number and the sixth for this issue. The device history record (DHR) shows the product was released per specifications. The root cause for (lot # 2027632h) is related to an error during solvent bonding of the tubing to the rfid front assembly. Samples 1 and 2 were found to be occluded and sample 3 was found to contain a lack of solvent. The root cause for (lot #1996494h) is related to insufficient solvent applied during the assembly of the air tubing to the rfid front assembly. The manufacturer internal reference number is: (B)(4).